Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the lead memory indicated oversensing associated with the right ventricular lead. Three non-sustained tachycardia episodes with v-v intervals <(><<)>220 milliseconds occurred from (B)(6) 2016. Analysis of the lead memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at approximately 517 ohms through (B)(6) 2015 then rises out of range by (B)(6) 2015. Analysis of the lead memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold steady at approximately 0.84 volts through (B)(6) 2016 then spikes out of range on (B)(6) 2016. Analysis of the lead memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Average of 1096 ventricular-sics occurred per day over the last 75 days.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, a high sensing integrity count (sic), and pacing failure at maximum output. A great deal of oversensing was detected when the patient moved their left shoulder. The device was reprogrammed to aai and the lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead had a confirmed fracture and exhibited undefined impedance and undersensing. The rv lead exhibited undefined impedance and also had a confirmed fracture. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.